Event description:
It was reported that during a ureteroscopy procedure while using the uropass access sheath, the tip of the device broke off in the patient. All pieces were recovered with no harm or longer stay for the patient.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available. Gyrus acmi will continue the investigation and update the agency accordingly.